Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and required maintenance, drawer would open but made a loud clicking sound and would not recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and required maintenance. A field service engineer (fse) removed an obstruction from auxiliary matrix drawer 7 that was covering the closed sensor. The obstruction was cleared, and the sensors were cleaned and verified to be functioning properly. Drawer 7 auxiliary was recovered, and the drawer was opened and closed multiple times to confirm there were no further errors. The system functioned as intended after the field service engineer repaired the device.